Manufacturer narrative:
Analysis of lead model 305901 lot # 60187405 showed no anomalies. The lead was subjected to a series of standard tests that included but not limited to visual inspection and electrical testing. The returned device passed all testing in the laboratory and no anomalies were identified. Analysis of the stylet accessory showed that the wire was bent 0.7 cm from the proximal end. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant medical product: product ID neu_stylet_acc, lot# unknown, serial#, implanted:, explanted:. Product type accessory device code c62925, eval code method 4118, eval code-result 3233, and eval code-conclusion 11 apply to lead 305901 pne test stim lead (lot# 60187405) and stylet accessory, unknown (serial#unknown). Device code c62962 applies to stylet accessory, unknown (serial#unknown) only. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). The cause of the bent lead and stylet was not determined. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 042294, serial# unknown, product type accessory. Other relevant device(s) are: product ID: 042294, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a healthcare provider (hcp) regarding an external neurostimulator (ens). Physician was preparing to insert peripheral nerve evaluation (pne) lead into foramen needle when she noticed both the stylet and end of the pne lead (near electrode) were both bent. She attempted to insert/remove the stylet to see if the pne lead would straighten but it did not. Physician attempted to insert/retract stylet however lead remained bent. The device was replaced and lead will be returned. The issue was resolved at the time of this report. There were no further complications reported.